Event description:
It was reported that the customer keeps receiving no delivery alarms on the insulin pump. Customer was told the last time he called that the problem was the infusion set. Customer changed everything out. Customer switched to the quick set and still received a no delivery alarm. Customer's blood glucose levels went up to 600 mg/dl. Customer changed from using his right side to the left side of his body. Customer's current blood glucose level is 459 mg/dl. Customer is using a manual injection to treat. Customer ran a manual prime and did not receive a no delivery alarm. Customer will return the mio and the quick set for analysis. Customer's blood glucose levels have been going high in the last 10-15 days. Customer has a back-up plan and has contacted their health care provider. Customer ran a manual prime and the insulin did exit the tubing. Pump settings were found to be correct. Customer stated that he had over 20 no delivery alarms and a few low reservoirs. Pump passed the high pressu...

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.